Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. In addition in situ measurements show two channels involved in a short circuit already in 2019 due to undetermined reasons. However to determine an exact root cause a device investigation of the explanted device is necessary. Further medical and technical checks are considered but no date has been scheduled yet.

Event description:
The user does not have any hearing perception with the device.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. In addition, in situ measurements showed two channels involved in a short circuit already in 2019 due to undetermined reasons. However, to determine an exact root cause a device investigation at the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user does not have any hearing perception with the device. The user was reimplanted on (B)(6) 2022. Despite requested, the device has not been yet returned for investigation.

Event description:
The user did not have any hearing perception with the device anymore. The user was reimplanted on (B)(6) 2022.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Additionally wire breakages due to excessive mechanical stress were observed. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user does not have any hearing perception with the device.